Event description:
Per home health nurse: "had trouble yesterday with the patient's pump. Upon arrival at the patient's home, I turned on the curlin pump 6000, the pump displayed a "system timeout error". After trouble shooting efforts, the pump remain non-functional as a result, dial-a-flow device-was utilized to ensure controlled administration." Home health nurse infuse via gravity, no missed dose. Pharmacy replaced device. Unknown serial number and expiration date. Gammagard indication: common variable immunodeficiency, unspecified. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.